Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: s53, competitor lead; implanted: (B)(6) 2013. Competitor lead; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising/high thresholds, non-capture and high impedance. A lead fracture is suspected. The patients left ventricular (lv) lead was found to be inducing diaphragmatic stimulation. The rv lead was removed and replaced, while the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.